Manufacturer narrative:
Evaluation summary: visual inspection indicated that the device was returned in used condition with visual discrepancies attributed to frequent usage. The device fractured at the distal portion of the impactor handle. A review of the product experience reporting database showed that there have been other similar reported events regarding this product family. The investigation of previously reported events concluded that the root cause of the event is related to the press-fit design of the radel handle and long-term effects of sterilization of the instrument. The design results in the handle cracking after long term usage and sterilization. The design modification was implemented. The reported device was manufactured before the design change.

Event description:
It was reported that: "the doctor was impacting the cup and when he struck the handle, it cracked in half at the base."